Event description:
The pt reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing of the device revealed zero impedances on all electrodes. Surgery to explant the pt's device will be scheduled.